Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080010 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cfl4080010 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). Customer purchased 2 flowflex plus 3-in-1 kits with invalid results. The test area is all pink and no results displayed. No lines appeared at all. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kits were purchased at (B)(6). Picture provided.

Event description:
Invalid result(s). Customer purchased 2 flowflex plus 3-in-1 kits with invalid results. The test area is all pink and no results displayed. No lines appeared at all. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kits were purchased at cvs. Picture provided.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.